Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3292305 (mfg. Date 07/2016) shows (B)(4) units were mfgd., tested, inspected, and released. Citing no exception documents.

Event description:
Complaint rec'd regarding one (1) b1016, 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot# 3292305. The report states: during trial of b1016, a large air bubble was noticed. There were no adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3292305 (mfg. Date 07/2016) shows 2700 units were mfgd., tested, inspected, and released. Citing no exception documents. Visual inspection: 3/8/2017 - received:seven new b1016, 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot# 3292305 and one new b9615 small bore ext set with clave. Lot number 339099. Functional testing:each of the seven new b1016 extension sets were primed so there was no air in the fluid circuit and then pressure leak tested and no leakage or air ingress was observed in any of the returned new/unused b1016 extension sets. The single b9615 small bore extension set was primed so there was no air in the fluid circuit and then pressure leak tested and no leakage or air ingress was observed in the returned new/unused b9615 extension set. Final analysis summary: the complaint of air in the fluid circuit was unable to be confirmed with the new/unused b1016 and b9615 sets when primed and then pressure leak tested. No leakage or air infiltration was observed with any of the new and unused extension sets returned for investigation. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd regarding one (1) b1016, 8" (20 cm) ext set w/1.2 micron filter, clamp, rotating luer; lot# 3292305. The report states: during trial of b1016, a large air bubble was noticed. There were no adverse patient consequences reported.